Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient exhibited bigeminy and the electrophysiologist (ep) believed the position of this right ventricular (rv) lead may be causing the ectopic rhythm. As a result, the rv lead, which was originally implanted approximately two (2) weeks prior, was surgically repositioned. The lead remains in-service. No additional adverse patient effects were reported.